Event description:
It was reported the patient received a result of 142 mg/dl and 20 minutes later 32 mg/dl. After the first measurement the patient injected insulin; amount and type were not provided. Then the patient experienced symptoms of hypoglycemia; he was sweating, feeling dizzy and finally he fainted in front of his wife. The wife gave the patient some bread with jam and 30 minutes later the customer felt better again.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Corrections: d2b - procode updated. G1: mfg site name updated.